Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that their current implanted system was turned off because since it was implanted, it never really worked very well for them so they'd gone on and had a "different type of device now" that they used. The patient said at some point they would have their current implanted system removed but they couldn't handle another surgery at this time. When patient services asked the patient who their managing healthcare provider (hcp) had been, the patient had to look it up because they had "so many doctors" but said that it had been the procedure hcp on record. Patient services offered to send the patient physician listings if they ended up pursuing removal in the future and the patient declined and said they still hadn't "recovered from the implant of the other one yet." Patient services did not ask any further questions about this comment as they had been focused on the reason for call. Patient services discussed MRI compatibility regarding the patient's implanted system and also reviewed registration data that showed a lead from a previous system appeared to still be implanted. The patient said they thought it had been removed when they removed the corresponding implant it went with and that they'd gotten more information now than they'd gotten from their doctor. The patient was going to work with a doctor to determine what still remained implanted in their body. They may call back.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of never achieving therapeutic benefit was not determined. Device removal was planned. There was no patient harm or symptoms related to the lead being left inside the patient's body. There was additional surgery done to remove the component in the future on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.